Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer an error occurred upon connecting the scope. No image was displayed on the monitor during inspection for use involving an olympus xenon light source. There were no reports of patient involvement.